Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that low speed advisories and pump stoppages were observed. Technical services reviewed the submitted log files, and pump stoppages and pump decelerations were confirmed. On (B)(6) 2020 technical services performed a distal end percutaneous lead (driveline) replacement. After the repair additional pump stoppages occurred. The patient underwent pump exchange on (B)(6) 2020. No additional information was provided.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer¿s investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), identified an internal driveline issue that could have contributed to the reported pump stops and low speed events, which were confirmed through the evaluation of the submitted system controller log file. In addition, the report of wear and tear to the external portion of the driveline was confirmed based on the evaluation of the replaced driveline segment. The submitted log file captured transient pump stops and low speed hazard/advisory events on (B)(6)2020 at 23:51:04, 14:36:47 and 18:13:00. These events occurred while the system controller was connected to 14 v li-ion battery power. Of note, the patient was only connected to battery power throughout the duration of the approximately 16 days of data. Low flow hazard events were also noted at times when a low speed hazard was active by design. A distal end driveline repair was performed on (B)(6)2020 and the replaced portion was returned in a segment measuring approximately 15 inches. Rescue tape was observed approximately 1 inches through 6 inches from the controller connector, and the outer layers of the driveline were removed approximately 10 inches from the controller connector. Upon removal of the rescue tape, tears in the outer silicone jacket layer were observed approximately 3 inches, 5 inches, and 6 inches from the controller connector. The underlying bionate did not reveal any evidence of damage. Metal braided shield breakdown was observed adjacent to the controller connector and approximately 3 inches and 5 inches from the controller connector. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline repair segment did not reveal any issues that would have contributed to the pump stops and low speed events observed in the submitted log file. It was reported that the patient was placed on a grounded patient cable after the driveline repair and experienced pump stops upon movement. The patient underwent a pump exchange on (B)(6)2020. (B)(6) was returned assembled with the driveline severed approximately 2 inches from the pump housing. A distal segment of the driveline measuring approximately 25 inches was also returned, and the remainder of the driveline was returned in a segment measuring approximately 12.5 inches. The outer silicone jacket and bionate layers of the driveline appeared unremarkable. Metal braided shield breakdown was observed adjacent to the nipple of the pump housing and approximately 3 inches from the pump housing. Upon removal of the outer layers of the driveline for initial continuity testing, breaches were identified in the insulation of the black and green wires approximately 2 inches from the pump housing and the black, yellow, and green wires approximately 3 inches from the pump housing, exposing the inner conductors. Visual inspection of the underlying wires with the outer layers removed revealed additional breaches in the insulation of the brown wire adjacent to the nipple of the pump housing, the orange wire approximately 4 inches from the pump housing, and the brown wire approximately 4.5 inches from the pump housing. All of the observed insulation damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have contributed to the reported pump stops and low speed events while connected to battery power, which were observed in the submitted log file. No further information was provided. The manufacturer is closing the file on this event.